Manufacturer narrative:
(B)(4). The device has been rec'd at bbm service laboratory in (B)(4) and the investigation is ongoing at this time. A f/u report will be provided after the examination results are available.

Event description:
(B)(4).